Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had elevated thresholds due to an implant of the left ventricular assist device (lvad). Reprogramming was done and the lead was programmed off. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event. It was further reported that the lv lead had a history of exhibiting extracardiac stimulation. It was also reported that the right atrial (ra) lead exhibited low p-waves, higher thresholds and undersensing. The ra lead was reprogrammed and remains in use.